Event description:
It was reported that there was a loss of monitoring on two cic's lasting three hrs. The clinicians acquired alternate means of pt monitoring and connected the pts to dash bedside monitors. No pt injury or death reported. This report is the first of two mdrs. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.